Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unknown. The returned device was evaluated. The portholes through which the fluid deflates the balloon were open and correctly placed. The outer shaft was measured and was the correct size. A component from the inner shaft was noted to be pulled into the outer shaft, which could have blocked the inflation/deflation lumen. This component could only be moved if the device was subjected to extreme force. With the limited clinical information submitted for this incident, it is unknown what forces this device was subjected to during the procedure.

Event description:
It was reported that the balloon inflated, but would not deflate. The doctor used a needle to puncture the balloon to deflate.